Manufacturer narrative:
The investigation of positioning issues and vf/vt/af/at has been completed. The returned compliant 5.5 pump visually inspected. Cannula kink and catheter kink near outlet observed and was added as failure mode. Clinical stated: on (B)(6) echo showed measuring at 3.7 cm. They had heavily diuresed him, and with his thickened left ventricle (lv) wall thought with low volume it was causing impella to interact with lv wall. Positioning issues: the root cause of positioning issues most likely was patient condition related due thickened lv wall leading to low volume causing impella to interact with lv wall. Failure mode product damage (cannula kink) since cannula kink was observed during product evaluation. Product damage (cannula kink): the root cause of product damage (cannula kink) was cannula kink due to interaction with thickened lv wall. Vf/vt/af/at: as the necessary information was not provided, the root cause of the vt/vf was not determined. The investigation results for infection/sepsis and vascular damage - peripheral vessel has not been completed. Should additional information become available a supplemental report will be filed. D9 device returned to manufacturer date added h6 health effect - clinical code 2067 was inadvertently omitted on the initial manufacturer device report number 1220648-2025-28714.

Event description:
Additional information indicated that, during patient support, the pump experienced placement signal unreliable alarm.

Manufacturer narrative:
This report is being submitted as part of a retrospective review of optical signal issues, per FDA recommendation. The investigation of the optical signal issue has been completed. Data logs were reviewed and oscillating contrast failure observed relative to optical 5s failure pattern. Pump was returned and optical 5s parameters were verified to be in normal range. Light continuity test was done and light exited the sensor face showing no abnormalities. There was no problem found during the case relative to pump failure causing optical signal issue. The device functioned/operated to specification. A review of the device history record (DHR) for the suspect product, and historical complaint data was conducted. This review revealed that the product met all manufacturing release criteria, and no product deficiencies were identified at the time the product was manufactured and released to the customer. All pertinent information available to abiomed has been submitted at this time. B5 updated with additional information h.6. Medical device problem code revised to include 2917 device sensing problem from the initial manufacturer device report number 1220648-2025-28714.

Event description:
It was reported that an impella 5.5 was implanted in a patient with non st elevated myocardial infarction. The pump had positional issues and was repositioned. The patient suffered from ventricular tachycardia and a gi bleed and was transfused multiple units of red blood cells. The patient was being assessed for possible infection as he was weaned from the impella.

Manufacturer narrative:
A5, ethnicity, is unknown. The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. As noted in the impella instructions for use: impella 5.5 with smartassist for use during cardiogenic shock states the following: section: table 3.2 impella catheter components ¿the infusion filter prevents bacterial contamination and air from entering the purge lumen.¿ section: warnings & cautions: warnings: ¿to reduce the possibility of fibers being drawn into the impella, customers should avoid exposing the inlet and cannula section of the impella heart pumps to any surfaces or fluid baths where the device can come into contact with loose or floating fibers.¿